Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a pt. The customer reported there was no pt harm. The manufacturer service technician confirmed the customer reported problem. The service technician performed back pressure testing of the reusable exhalation filter. A back pressure over 4cmh2o indicates an occluded filter. The filter fails the test if the back pressure is >4cmh2o. The service technician reported the test results measured 8.8cmh2o pressure, indicating an occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the expiratory filter. Extended self testing (est) was performed and tests passed to operating specifications. The service technician reported the customer's filter was dated past one year. User maintenance contributed to this event. Filter replacement must be performed per manufacturer recommendations and specified intervals.

Manufacturer narrative:
Na